Event description:
The customer reported to beckman coulter (bec) that the sample tube cap came off the sample spilling approximately 3 ml of blood inside the coulter lh 750 hematology analyzer while on the rocker bed. The instrument also generated 'stripper plate obstructed (not out)' errors. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Per phone conversation on (B)(6) 2013, the customer confirmed that the cap was not removed prior to analysis and was secured in tube before placing on the instrument. The customer stated that the 'stripper plate obstructed (not out)' error was due to the stripper plate mechanically sticking. This event was not related to the leak reported. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the stripper plate was not retracting and not pulling in the stripper plate as well as the instrument was generating low vacuum errors. The fse disassembled and cleaned the stripper plate assembly and also replaced the low vacuum regulator and associated tubing resolving the low vacuum errors. The fse confirmed that the stripper plate not retracting was due to accumulated dust debris; there was no evidence of spilled blood. The fse stated that the blood spill was cleaned prior to his arrival and could not determine from a hardware standpoint the root cause of the cap coming off the tube of blood. The failure mode was related to the stripper plate, the low vacuum regulator and associated tubing which were replaced. The fse could not determine the root cause of the tube cap becoming loose. (B)(4).